Event description:
It was reported the patient had bi-lateral tmj prothesis implanted (B)(6) 2002, and they were removed on (B)(6) 2009, because the patient had severe limited jaw opening and was experiencing some pain. The patient had a custom tmj prothesis implanted in (B)(6) 2010.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). There were 4 part numbers implanted and explanted, see MDR 1032347-2010-00117 to 00120.